Event description:
Patient was intubated with a size nine endotrachael tube, and a flexible bronchoscope was used to obtain multiple biopsies and two frozen sections. Additional biopsies were done and placed in formalin. Necrotic and piecemeal debridement ensued. The patient was extubated and reintubated with a rigid bronchoscope, and blunt dissection of the right mainstem tumor ensued. There were multiple large pieces of tissue that were removed and placed in formalin. The patient was extubated and reintubated with size eight endotrachael tube, and the flexible bronchoscope was used to suction the airway clean. Cytology brushings times two were used to brush the tumor as well. The right upper lobe was clearly visualized. The right upper lobe had been collapsed for a few months. The tip of the laser fiber fell off into the mainstem bronchus before blunt dissection of the tumor.